Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 12/04/2019. Signs of clinical use and slight evidence of blood was observed. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life, test method" (bacon test). The device activated and transected the tissue five (5) times with no cautery failure observed. Based on the returned condition of the device and the results of the evaluation, the reported failure "electrical issue" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Harvester was cutting branches in the lower leg and hemopro was working normal, then the hemopro was taken out and switched directions to start cutting branches in the thigh and when toggle was pressed to activate, it seemed like the power was very low. The generator was still beeping as if the device was being activated but the hemopro was not cutting properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Harvester was cutting branches in the lower leg and hemopro was working normal, then the hemopro was taken out and switched directions to start cutting branches in the thigh and when toggle was pressed to activate, it seemed like the power was very low. The generator was still beeping as if the device was being activated but the hemopro was not cutting properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.